Event description:
Customer reported that 15mm connector was broken. Customer reported that no info related to the break is available. Customer confirmed that the anesthesiologist found this problem before using the product. The package was not opened so there was no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated with this report is currently in transit to the mfg site for analysis.